Event description:
Information received by medtronic indicated that the display on the insulin pump was not turning on and pump was exposed to moisture. The battery had been changed multiple times, but the issue was not resolved. No ham requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring = black. Customer returned pump for alleged exposure to moisture on event date (B)(6) 2022. Unable to perform displacement test due to pump error 3, however, unit passed self test and p-cap locks properly into the reservoir compartment. History/trace downloads were successful using thus software. Pump error 3 alarmed during testing on (B)(6) 2022 07:59:17.000 due to moisture damage in consequence of pump error 54. The electronic assemblies were inspected and moisture damage was noted on the electronic stack, motor, force sensor and motor flex cable. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, dog chew marks, scratched case, damaged display window covers and cracked retainer. Customer allegations for moisture damage confirmed. Unit alarmed pump error 3 during displacement test in consequence of pump error 54. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incomplete. The complete information has been included with this report in b5 section.

Event description:
It was reported that the troubleshooting was performed. Customer stated that the battery compartment and reservoir were dry and screen corner had water. Customer stated that the insulin pump had fluid under the lcd display. The insulin pump was returned for analysis.